Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. It was also reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose level was 240 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion and continuous glucose monitor error issues were verified. Based on the analysis, the alleged power source alert issue was verified in the pump logs; however, no failure was identified.